Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was 144 mg/dl at 8am in the morning. The customer had a sensor reading of 48 mg/dl. The customer also woke up with blood glucose of 561 mg/dl in the morning. The customer stated that her doctor adjusted her settings a lot lately due to stress regarding a divorce. The customer also experienced low readings for a week. The customer treated with juice. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the pump was not exposed to MRI. The customer was advised to speak to health care provider regarding high and low readings.